Event description:
It was reported that the 6800 system had a keyboard error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The keyboard and control panel processor were replaced during the service call. The system was tested and found to be working as intended and put back into service.